Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a catheter infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with corynebacterium (species not reported) in the culture and a wbc count of 7870/mm3 with 73% polymorphonuclear cells. The patient was diagnosed with peritonitis due to an unknown etiology. It was explained that it was initially suspected the patient had a catheter infection; however, following admission, he was ruled out for a catheter infection. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime, then transitioned to intravenous vancomycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2026. It was reported, though the source of infection was unknown, there was no indication the patient¿s peritonitis and associated hospitalization were the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Correction: b.2.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. This further evidenced by the presence of a microorganism that is part of the normal flora of human skin and mucous membranes, indicating that the source of infection was more than likely the patient or caretaker. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a catheter infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with corynebacterium (species not reported) in the culture and a wbc count of 7870/mm3 with 73% polymorphonuclear cells. The patient was diagnosed with peritonitis due to an unknown etiology. It was explained that it was initially suspected the patient had a catheter infection; however, following admission, he was ruled out for a catheter infection. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime, then transitioned to intravenous vancomycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2026. It was reported, though the source of infection was unknown, there was no indication the patient¿s peritonitis and associated hospitalization were the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.